Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Physician believed the cause of the embolization was caused by the patient's eustachian valve. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023 a 22mm amplatzer septal occluder was selected for an implant. The dimensions of the defect was 18x20mm measurement on transesophageal echocardiogram (tee). Post deployment, the device embolized into the lilac's. The physician alleged that the embolization was caused by the patient's eustachian valve. Retrieve of the device was done using transcatheter snare and explanted. It is unknown if a new device was implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.